Event description:
PICC line inserted in 2002 and discontinued 11 days later. While discontinuing the line, that catheter separated from the hub of the catheter. The healthcare worker was able to retrieve the catheter segment from the pt without surgical intervention.